Manufacturer narrative:
Reliability analysis inspected 5 opened/used enlite sensors and performed visual inspection and found 2 of 5 sensors failed per spec. 1 of 2 sensors with needle bent inside sensor base 2nd sensors with broken electrode and missing broken part 3 remaining sensors performed bicarbonate buffer test. All 3 sensors passed per spec. With accurate readings. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call that the sensors alarmed sensor error alarms and calibration error alarms after using them for 2 to 3 days. Customer's blood glucose was unknown. During troubleshooting, found the sensor was bent. Customer was advised the sensors will be replaced. Customer agreed to return the sensors for analysis.